Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Phone is not phone number of the contact. Due to system glitch, (B)(6) is entered. Manufacturer's ref. No: (B)(4). The product was not returned to mentor.

Event description:
It is reported that one patient was implanted with saline breast implants and suffered aspergillosis. The implants were found with faulty valves. Multiple attempts have been made to obtain clarification to this complaint regarding product catalog and lot number, patient demographic information, comorbidity, laboratory test results, and relationship of the surgical implantation. However, no further information has been made available.